Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage post-deployment occurred. The target lesion was located in the left circumflex artery. A 32 x 4.00 promus elite drug-eluting stent (des) was advanced and implanted. However, while taking out the guidewire, it got stuck in the implanted stent that resulted to deformation of the stent. Another 4x38mm promus elite des was implanted over the deformed stent and the procedure was completed. No patient complications were reported and the patient status was stable.